Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged femoral neck shortening (fns) could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by department of orthopaedic surgery, anam hospital, korea university college of medicine, south korea. The title of this report is ¿posterior fully threaded positioning screw prevents femoral neck collapse in garden I or ii femoral neck fractures ¿, published on january 24, 2020, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.injury.2020.01.032. This report includes analysis of the clinical data that was collected on 121 patients, and the cases in this study range from january 2010 to november 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 24 patients experienced severe femoral neck shortening (fns). The report states, ¿furthermore, group p showed no case of severe fns and shortening in both axes, while 15 patients (33.3%), 4 patients (8.9%), and 6 patients (13.3%) in group c showed severe fns and shortening in the horizontal axis, and vertical axis, respectively ¿